Event description:
It was further reported that the atrial lead sensitivity was adjusted due to the undersensing observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing and the patient reported feelings of fatigue. A holter monitor revealed normal function. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. The analyst commented that undersensing was noted on printouts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.